Event description:
A caller reported that the cartridge was not fitting properly on the pump due to difficulty along the guide tracks. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove an o-ring from the pneumatic tap and clean the area with an alcohol wipe or lint-free cloth. The caller was then able to successfully reload the cartridge, allowing them to resume insulin therapy without further issues.